Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient had not charged and used his scs system stimulation for the past six months. The patient also reported feeling warm and discomfort at the ipg pocket site. A replacement charging system did not communicate with the ipg and was not able to resolve the issue. The patient is working with his physician to determine the next course of action. No further information is available at this time.

Manufacturer narrative:
The ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.